Manufacturer narrative:
Date of report: 08feb2019. Date rec'd by MFR: 15jan2019. Multiple attempts were made to follow up with the customer, however the attempts were unsuccessful and no additional information was provided. Should any new, relevant information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The unit would not enter ventilation or diagnostic mode. The customer was advised to remove the power management board, motor controller board and central processing unit to inspect or damage. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit became inoperable when powered on. There was no patient involvement. The event date was not specified; estimate used.